Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The physician suspected the cause of death was due to a rhythmic storm. It is believed the device delivered hv therapy due to oversensing of noise and vf. Non-sustained rv lead noise episodes were noted and which indicates potential lead issue. The last non-sustained vf episode on (B)(6) was examined and noise was noted. It was believed that the patient was deceased at this time, but if not this is indicative of lead damage.